Event description:
It was reported that the patient experienced pain with pacing from the right ventricular (rv) lead. It was also reported that the rv lead was not able to capture, had high impedance, was possibly fractured, and was undersensing. After explant insulation damage was observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching. The analyst noted that the lead was returned with an outer insulation extrinsic breach/cut. It is likely that the cut occurred during explant as minimal blood was observed on the proximal conductor. A conductor fracture was not observed and all electrical testing was within specified parameters. Concomitant products : 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).